Event description:
It was reported that during the initial implant procedure, diagnostic imaging was performed and vascular dissection of the coronary sinus was observed. While positioning the right ventricular (rv) lead within the patient, the helix was observed to be partially extended while inside the patient. The physician suspected the vascular dissection was due to the partially extended helix of the rv lead. The helix was not tested prior to introducing the rv lead into the patient's body and it is unknown if the helix was extended prior to introducing the rv lead into the patient's body. The rv remained implanted and no additional intervention was performed to address the vascular dissection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.